Event description:
It was reported to boston scientific corporation on september 28, 2021 that a flexiva laser fiber was used during a flexible uterine and tubal lavage procedure to an 8mm, 650 hu renal calculus in the right middle ureter, performed on (B)(6) 2021. The laser setting was 8.0 watts. During the procedure, when fragmentation was started, the laser fiber stopped working after 5 minutes of laser activation. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding that the laser fiber was broken within the connector.

Manufacturer narrative:
The event was reported by a distributor, however the healthcare facility where the event occurred is as follows: (B)(6). (B)(4). Investigation results the returned flexiva laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The fiber measured 315.2 cm from the end of the connector to the distal tip. The exposed glass tip measured 3 mm and appeared in good condition. A functional evaluation revealed that there was no light from the sma connector, indicating a fracture within the connector. No other problems with the device were noted. The reported event of the flexiva laser fiber stopped working was confirmed .the reported failure to emit laser energy is consistent with a fiber broken within the connector. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.